Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with scheuermann's disease and was being treated at levels t3-4. During s urgery, the feeler tip was broken. Surgery was delayed by 45 minutes due to retrieval of piece that broke off. No patient complications occurred during this event.

Manufacturer narrative:
Device evaluation: microscopic examination confirms the probe shaft is bent and the tip has been sheared/broken off. The broken off portion of the tip is missing and not returned for analysis. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.